Manufacturer narrative:
(B)(4). A product problem did not occur. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to the grasping attempts that were performed to implant the clip, and is thus related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the three grasping attempts were to try to find the best position for the clip. There was no difficulty grasping. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet tears. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted at the center of the valve reducing the mr from grade 4-2. The decision was made to place a second clip laterally to the first clip; however, after three grasping attempts it was observed that the posterior leaflet had a tear in the area planned for implanting of the second clip. Additionally, two small tears were suspected on the anterior leaflet. Mr was now a grade of 3-4. Surgery was not an option; however, the decision was made to abort the procedure. No additional information was provided.